Event description:
This lead was capped due to the lead showed oversensing with inappropriate therapies. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for these devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during manufacturing. In particular, the final acceptance tests proved the devices functions to be as specified. The available data have been analyzed. The analysis of the iegms revealed the presence of noise in the right ventricular channel, which led to vf detections with multiple charging cycles, partially resulting in shock deliveries. A total of 21 shocks were delivered. Furthermore, the impedance trend data showed increasing values of the rv pacing impedance from about 600ohms to 1460ohms. Based on the information available for analysis, the root cause of the noise and the impedance increase cannot be conclusively determined. However, a damage of the rv lead should be taken into consideration. For a root cause investigation an analysis of the lead would be necessary. Regarding the counting of shocks on the hm system, there were no anomalies. The number of shocks displayed on the hmsc alert include all shocks documented in the ICD memory content for the period between october 10th, 2023 at 03:00:30 h and october 11th, 2023 at 01:51:27. Since not all episodes that occurred were transmitted to the hmsc, when the individual episode values are added together, the values are lower than on the hmsc alert. This represents a normal behavior. Please note, when interrogating the ICD using a programmer device, all shocks will be documented and displayed on the shock holter data. In conclusion, there was no indication of an ICD or hm malfunction. The integrity of the lead cannot be assured based on the data. There was no indication of a material or manufacturing problem of these devices.